Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and a lack of progress. The decision was made to explant the patient's device. The patient's device was explanted.